Event description:
Pt with ventra-assist device, implanted in 2007, was getting out of a car when the drive wire caught. Tug was felt and alarm sounded. Electrical complication occurred. Pt was sent to the hospital for device exchange. Ventra-assist device was exchanged. The explanted device was sent with the vad nurse for evaluation.